Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer froze. Analysis was able to confirm that the power supply fan and system fan were noisy. These parts were replaced and the software was reloaded and updated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer fan was loud and the programmer kept freezing. It was also reported that the additional radiofrequency (rf) head could not complete telemetry. The programmer and rf head were returned to service. No patient complications have been reported as a result of this event.